Manufacturer narrative:
The device was returned and the evaluation found that the glass was cracked and the labels had an illegible digit. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the camera control unit, where the camera is inserted, inside the connector had broken glass. The issue occurred during an unknown event. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation it was confirmed the glass of the rx module was cracked, but the estimated cause could not be determined. Olympus will continue to monitor field performance for this device.